Manufacturer narrative:
Section h2 has been updated as additional investigation information has been received.    Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.

Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. The customer reported a horizontal trend arrow at the time of the call. Customer reported a low reading of 44 mg/dl which was lower than lab reading of 147 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Describe event or problem was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. The customer reported a horizontal trend arrow at the time of the call. Customer reported a low reading of 44 mg/dl which was lower than lab reading of 147 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. The customer reported a horizontal trend arrow at the time of the call. Customer reported a low reading of 44 mg/dl which was lower than lab reading of 147 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. The customer reported a horizontal trend arrow at the time of the call. Customer reported a low reading of 147 mg/dl which was lower than lab reading of 44 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.